Event description:
Information was received based on review of a journal article which is on long-term follow-up of anatomic graduated component total knee arthroplasty. (B)(4). There is no further information in the article

Manufacturer narrative:
The information being reported was found in the journal article titled "long-term follow-up of anatomic graduated component total knee arthroplasty" the journal of arthroplasty vol. 27 no. 62012 current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revision mentioned in the journal article. The article was written by maarten r. Huizinga, md, reinoud w. Brouwer, md, phd, roel bisschop, md, hugo c. Van der veen, md, inge van den akker-scheek, phd, and jos j.a.m. Van raay, md, phd. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.